Event description:
Information received regarding the explanted device notes that the patient felt sick and had the pacemaker checked. The device could not be interrogated and exhibited rapid battery depletion.